Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed a slow ventricular arrhythmia that fell outside the vt-1 zone. The device appeared to intermittently oversense the bi-v pacing output on the discrimination channel resulting in different v-v intervals for comparison. Programming changes were recommended. The physician elected to resolve the slow ventricular arrhythmia with external cardioversion, and no changes were made to the device. The patient was in good condition following the cardioversion, and the device remains implanted.